Event description:
It was reported the patient is deceased and died approximately one week post implant of the implantable pulse generator (ipg) system. The cause of death was requested and is not available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Attempts for additional information with the manufacturer¿s representative and the implanting physician were unsuccessful. No further information is available. (B)(4).